Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pacing impedance measurement and pacing inhibition. This lv lead was surgically abandoned and was replaced with no issue. Additional information obtained from the field representative indicated that the cause of high out-of-range pacing impedance measurement was due to lead fracture and was confirmed through fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.